Event description:
A customer reported cassette loading problems during surgery. The procedure was cancelled with no patient harm.

Manufacturer narrative:
The company representative reexamined the system and was able to confirm the reported event. The company representative replaced the hub roller assembly to address the reported event. The system was then tested and found to meet product specifications. No sample were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause of the reported event cannot be determined conclusively. (B)(4).